Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system, excessive no delivery test, occlusion test, self-test, and unexpected restart error test. Insulin pump passed all operating currents tested within the specific range and passed off no power test. Insulin pump was received with cracked battery tube thread, broken reservoir tube lip, cracked case near display window corners, and crack on display window noted.

Event description:
The customer reported via phone call that her blood glucose level dropped to 50 mg/dl the night before. The customer treated her low blood glucose level with food. The reservoir compartment was cracked. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.